Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. This report is being submitted out of an abundance of caution following a conflicting report regarding the back-up device used. MFR# reference: (B)(4). Please reference report 2032546-2023-00065 for the malpositioned stent from the initial device.

Event description:
Initially, it was reported that the surgeon inadvertently implanted one (1) of two (2) stents from a trabecular microbypass stent system slightly posterior to the trabecular meshwork (tm). To complete the procedure, the surgeon managed to successfully implant one (1) stent from the back-up device, and the other stent was described as implanted "too low". The report noted that obscured intraoperative visualization (hazy cornea) and inexperience with the device contributed to the stents'' mispositioning. Through follow-up, the following additional information was received. Reportedly, postoperative visualization found "two (2) in good position and one (1) slightly posterior". However, the report did not clarify the whereabout of the second stent from the back-up device. The report reiterated that inexperience with the device and compromised intraoperative view due to a "hazy cornea" contributed to the event. Per report, there was no adverse patient impact, no intervention required, and the stent''s positioning is being monitored. The patient''s status was noted as "post-ops look good with nice iop and the event resolved". This report references the malpositioned stent from the back-up device used.